Event description:
An issue was reported, where the spindle nut for the gantry lift drive was partially stripped. As a result, the gantry lift made a loud scrapping sound, when it was driven upwards. When this issue occurred, the gantry lifted about 3cm and then fell back down the 3cm total just driven. The investigation of this issue revealed that some lift drives may have been incorrectly adjusted. As a result, this could reduce the life expectancy of the drive and may potentially lead to system damage.

Manufacturer narrative:
It was determined that this issue affects systems within a known mfg period. Therefore, a service rep will visit affected sites to inspect and repair the spindle nut as required.